Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded, reviewed and passed. The receiver functional test was performed, and it passed. The audio\vibration test with dexcom global receiver communication tool was performed and it passed. Manual "try it" testing was performed and it passed. The receiver case was opened for internal visual inspection and passed. The vibration intermittent tests were performed and passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.